Event description:
It was reported that during a colectomy procedure, the device would not fire. This occurred on the initial firing with a white reload. There was no difficulty noted with closing or opening the device. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Small bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Only when firing the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis showed that the device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/5 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.